Event description:
The patient presented complaining of shortness of breath and leg swelling. The device was interrogated, revealing loss of sensing and pacing of this atrial lead. This lead was explanted and replaced with a selox jt 45. No additional information is available. Should additional information become available, this event will be updated.